Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found a non-si gnificant catheter sc connector tear in seal near guide ring.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient felt like he was in withdrawal. The patient had severe back pain, shaking all over, and was cold. For a refill on (B)(6) 2014, the expected residual volume (erv) was 1.5ml but the actual residual volume (arv) was 5.5ml. For a refill on (B)(6) 2014, the erv was 2.3ml but the arv was 6ml. For a refill on 2014-07-22, the erv was 4.5ml but the arv was 7.3ml. The cause of the discrepancy was unknown. It was unknown if there was a catheter issue. The pump and catheter were replaced. It was noted that during the replacement surgery, a string was placed around the spinal fluid leak without any difficulty. The patient recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Event description:
It was reported that there was decreased therapy effect and multiple refills with more drug removed than should be there. The details of amounts and times this occurred were not provided. The actions required as a result of the event included replacement. The catheter issue was resolved however the cause of the catheter issue was not determined. The pump issue was not resolved and the cause of the pump issue was not determined. At the time of report that patient¿s status was alive ¿ no injury. The patient experienced underdose symptoms. It was noted that they have been progressively worsening over the last few months. The location of the issue or symptom was an unknown location. Additional information reported that there was no obvious catheter issue reported at the time of the device replacement. The pump was used to infuse baclofen, sufentanil, clonidine and bupivacaine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿it slowed down¿ and the patient was not getting the correct amount of drug.